Event description:
This report is being filed for clip delivery system (10274445/(B)(4)) as the difficulty removing the device from the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, on the sixth grasping attempt, both of the mitral valve leaflets were sufficiently grasped into the clip (10274445/(B)(4)) and the clip was deployed. However, there was no reduction in the functional mitral regurgitation (mr) and the grade remained 3-4. A second clip (10274445/(B)(4)) was used in an attempt to reduce the mr grade. The second clip was placed lateral to the first clip with sufficient leaflet insertion, but there was no mr reduction. Due to the low transseptal puncture height, it was difficult to pull the clip back into the left atrium and it was decided to deploy the clip. After the deployment, no reduction in the mr was seen. Per the physician, the most probable cause for the inability to reduce the mr was due to the anatomy as the heart was "off axis". The mr grade remained at 3-4. Reportedly, all devices worked as intended. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, clip delivery system (10274445/(B)(4)), lift, support plate, stabilizer as the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficult to remove are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology), user technique and procedural conditions (procedural circumstances influencing the ability to remove), and/or a combination of these. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no non-conformances identified for this lot that would have contributed to the reported event. With respect to the patient conditions, user technique, and/or procedural conditions, the difficulty removing the clip delivery system (cds) can be influenced by the difficulties with visualization or morphology of the mitral valve. In this case, the information provided in the case details indicates that the anatomy was challenging as the heart was off axis and due to the low transseptal puncture height, it was difficult to pull the clip back into the left atrium. Reportedly, the inability to reduce the mitral regurgitation (mr) was due to the patient anatomy. Therefore, the reported difficult to remove cds and no change in mr appears to be related to procedural / patient conditions and is not indicative of a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.